Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was having low flow alarms and pump stoppage alarms. The system controller and patient cable wer exchanged and the patient continued to have these alarms. The event log file displayed several low speed, low flow, and pump stop events, which appear to occur while connected to a power module. The events displayed were indicative of a possible percutaneous lead issue. There were no pump stoppages while the patient was connected to batteries. A percutaneous lead repair was performed.

Manufacturer narrative:
The report of low flow alarms and pump stops was confirmed. A distal end percutaneous lead replacement was performed by the manufacturer and approximately 7" of the external portion/distal end of the percutaneous lead was returned to for evaluation. The silicone bend relief was separated from the metal/controller connector, but no clam shell was installed. An electrical continuity test of the returned portion of lead was conducted and results indicated all wires were electrically intact. Examination of the lead revealed the insulation of the red wire was disrupted and some of the underlying wire conductors were fractured adjacent to the metal/controller connector. However, the wire remained electrically intact. As a result of the disruption in the insulation, the underlying wire conductors were exposed. The characteristic of the disruption appeared consistent to fatigue as a result of repetitive flexing of the lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The report of alarm and pump stops would have occurred as a result of the exposed conductors of the wire contacting the braided shield and shorting to ground while supported by the power module. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.